Manufacturer narrative:
(No problem found) the evaluation did not reveal any issues relevant to the reported event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the following devices were present during a procedure: ar-3350-2430, ar-3350-4030, ar-3210-0001, ar-8330f, whereas a patient got an infection. It was found that the infection is not due to arthrex product(s), however, customer would like to change all their products that were used during this procedure.